Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Corrected: d4/h4 UDI and manufacturing date.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the customer reported "exhalation obstructed" alarm - (B)(6) 2024 @ 21:28. The customer swapped out the ventilator for a spare. Ventilation continued with the spare vent and a new patient circuit with no problems.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the customer reported "exhalation obstructed" alarm - (B)(6) 2024 @ 21:28. The customer swapped out the ventilator for a spare. Ventilation continued with the spare vent and a new patient circuit with no problems.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.